Event description:
Same case as: 6000093-2007-00300, 6000093-2007-00299. It was reported by the pt that, during a coronary drug eluting stenting treatment procedure, anaphylactic shock and a heart attack were experienced. The consumer reports that while in the cardiac cath lab, after the third taxus express2 stent was implanted, he experienced anaphylactic shock and a heart attack. He reported that the stents were "collapsing and his heart was quivering with a bp of 30/10". He was intubated and resuscitated with 2 injections of epinephrine and transported to the ICU for 2 days, after many hours in the cardiac cath lab. He received 8 total stents during that hospitalization. The physician and allergist have attributed the event to an "allergic reaction to the dye". Patient status reported as "doing good". Additional info was requested from the physician office, but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.